Manufacturer narrative:
(B)(4). Failure to follow-steps. Correction: the device was initially reported as returning, but has now been reported as not returning. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: deflate the balloon by pulling negative on the inflation device for 30 seconds and confirm complete balloon deflation before attempting to move the delivery system. The balloon may not have deflated completely because negative was not held long enough, which likely caused the resistance noted during withdrawal. The shaft likely became bent/kinked as a result of inadvertent mishandling as resistance was met, such that subsequent handling during withdrawal caused the shaft to separate/detach. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, proximal left anterior descending artery. No predilatation was performed prior to stenting. The 3.5 x 23 mm xpedition stent was deployed at 14 atmospheres with the distal end of the stent implant overlapping a previously placed xience prime (from a previous coronary intervention). The balloon was held at negative pressure for approximately 2-3 seconds prior to retraction. While pulling the stent delivery system (sds) back after the deployment of the stent, the sds became caught on the lip of the guiding catheter and the distal flexible shaft of the delivery system broke/was torn off the metal skive; however, the separated shaft was able to be removed inside the guiding catheter. It was indicated that this occurred because it was removed too quickly after the deflation of the balloon, causing the sds to be stuck in the guide catheter. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Xience xpedition is currently not commercially available in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.